Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: the sheath is cut up. The distal end is 32.5 cm and appears without damages. The proximal end is 32 cm. Two kinks appears on the proximal end of the sheath approximately 22 cm and 25 cm measured from the edge of the fitting. Filter has penetrated the sheath with two primary filter legs approximately 26.5 cm. The secondary filter legs, connected to the primary filter legs, is pushed against the bushing of the filter. Another penetration appears on the sheath. It is presumed that this penetration is due to the initial resistance felt by the physician during the advancement of the filter in the sheath. The filter is, despite the two filter legs, in a normal configuration. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. If the filter is advanced through a kinked sheath, the filter legs may be prone to exceed the sheath wall. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient experienced ivc filter placement with igtcfs-65-jp-jug-tulip by right jugular vein approach. After the sheath was advanced to the lesion, filter introducer was advanced through it. However, since resistance was encountered on the way to the lesion, the physician pulled back the introducer and then, advanced the introducer again, but the filter leg perforated the sheath at that time. The whole device was retrieved and another igtcfs-65-jp-jug-tulip was used instead without problems. Patient outcome: there have been no adverse effects to the patient.